Event description:
Info received indicates the casters rotate to the side after the brake has been set and the stretcher is pushed.

Manufacturer narrative:
The tech replaced the four casters to repair the stretcher.